Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the heater, light guide bundle was chipped and component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported malfunction was traced to component failure of the heater, and the most probable root cause of the chipped light guide bundle was traced to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - (initial reporter establishment name)- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was an anti-fogging error occurred in the laparoscopic gynecologic procedure. The issue was found during maintenance. There were no reports of patient harm.